Event description:
Information was received that a smiths medical pneupac parapac ventilator "will not alarm." No adverse effects were reported.

Manufacturer narrative:
One parapac ventilator was returned for analysis in fair condition. Functional testing performed; confirming complaint. Based on the evidence, the root cause was due to normal wear and tear.

Event description:
Incident did not occur while in use with a patient.